Manufacturer narrative:
Serial number could not be determined as the mattress had been placed in a plastic bag due to fluid ingress.

Event description:
It was reported that there was evidence of fluid ingress in the mattress. No pt involvement or adverse consequences were reported.